Event description:
A report was received that the patient¿s ipg was no longer holding a charge. It was believed that the ipg was about to protrude out of the skin and was very shallow in the pocket. The patient underwent an ipg replacement. Device malfunction was suspected. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.